Manufacturer narrative:
H.6. Investigation summary customer returned (3) open 4mm, 32g pen needles without the tear drop label, inner shield, or outer cover. Customer states that the needles are bent and the rear end cannula is broken and gets stuck. All returned pen needles were examined and one sample exhibited a broken non patient end of the cannula. Both remaining samples exhibited a bent non patient end of the cannula. Unable to perform DHR check due to an unknown lot number for needle bent & needle broken npe. Investigation conclusion : bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description : user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Event description:
It was reported that the non patient end is broken with an unspecified bd pen needle. The following information was provided by the initial reporter: it was reported that rear end cannula is broken and gets stuck.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the non patient end is broken with an unspecified bd pen needle. The following information was provided by the initial reporter: it was reported that rear end cannula is broken and gets stuck.